Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (hemorrhagic stroke, patient condition, and patient expiration) cannot be conclusively determined through this investigation. The controller event log file contained data spanning from (B)(6) 2021 at 02:34:58 to (B)(6) 2021 at 10:03:29, per the timestamp. No notable alarms were captured, and the pump appeared to have been operating as intended. Heartmate 3 left ventricular assist system, serial number (B)(6), was reported to have been operating as intended and will not be returned for evaluation. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Speed, power, flow, and pulsatility are also outlined in this section. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 outlines recommended anticoagulation therapy and international normalized ratio (inr). Section 7 describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an inr level of 2.5 the morning of (B)(6) 2021. Upon arrival to the hospital, the patient's inr level was elevated to 5.2. There were no reported patient falls and the root cause of the subdural hematoma was unknown. Log file analysis showed that on (B)(6) 2021 between 16:46 and 17:13, the flow dropped from the high 3 to low 4's to 2.5 to 2.4, fluctuating between the two but never long enough to activate the low flow alarm. Flows returned to normal thereafter. Pulsatility index (pi) increased above 9.5 at that time as well. Care was withdrawn on (B)(6) 2021 at 11:30 and the patient was pronounced dead at 20:29. It was reported that the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2021 the patient's family found them unresponsive at home. The patient's ventricular assist device (vad) team called the patient's phone number and an unknown person answered. The vad team asked them to call emergency medical services (ems) as they could hear the patient in the background and they were not coherent. Ems arrived and found the patient unresponsive. A power exchange was done and the patient was transported to a local hospital where a helicopter was waiting to transport the patient to their implant center. On arrival to the implant center, a computed tomography scan was done and a large subdural hematoma was found with midline shift from left to right. The patient's inr was reversed and they were taken to the operating room by neurosurgery where a craniotomy was performed on (B)(6) 2021. The patient was subsequently taken to the cardiovascular intensive care unit where they were found to be hemodynamically stable. A neurological exam after surgery found that the patient's pupils were dilated and unresponsive. During these events, the pump operated as intended with no alarms. During admission testing, it was also found that the patient was positive for covid-19 and amphetamines.